Event description:
A trilogy evo ventilator was reported to have failed active exhalation control module verification test. There was no patient involvement, and no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was previously reported in the initial report: a trilogy evo ventilator was reported to have failed active exhalation control module verification test.. There was no patient involvement, and no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. Device evaluation and repair have been completed with the following findings: the device failed active exhalation verification testing and required the replacement of the 3-way solenoid valve and the proportional (active exhalation control module) valve to address the issue. The components were replaced and device passed testing.